Event description:
It was reported that the customer was in the hospital giving birth and the insulin pump was put in the washing machine. It was stated that the lcd screen is completely shattered, full of water and the case is cracked. It was also stated that the drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a protruded/loose drive support disk, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window. The pump also had moisture damage on the electronic assembly and motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.